Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood. Catalog number 221263 with 510k number preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ plate columbia iii agar 5% sb 90mm were contaminated. The following information was provided by the initial reporter: contaminated plates.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against bd columbia agar iii with 5% sheep blood, catalog number 254098, lot number 1285566 with respect to contamination. Event description: plates of lot 1285566 were found contaminated by pseudomonas putida. Complaint history review: the complaint trend was reviewed for a period covering 12 months. Similar complaints were identified for lot number 1285566. Batch history record (bhr) review: the batch record for the respective lot was reviewed. No deviation from the validated processes was registered. All qc release testing was satisfactory. The internal acceptance quality limit (aql) for sterility was not violated. Sample analysis: picture samples show four plates of lot 1285566 affected by a microbial contamination. Evaluation results: based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. An internal action limit was not reached and a complaint trend or systemic failure of validated manufacturing processes was not identified. Investigation conclusion: catalog number 254098 is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was not identified and an internal action limit was not triggered. However, currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.

Event description:
It was reported that the bd bbl¿ plate columbia iii agar 5% sb 90mm were contaminated. The following information was provided by the initial reporter: contaminated plates.